Event description:
Rep reported that the cause was unknown. Patient has not used/charged in years. Actions/interventions were unknown. Patient needed device to be put into MRI mode for physician to determine if he wants to replace to intellis. The issue was not resolved. Will need to meet with patient to clear por and attempt MRI. Patient's weight was unknown. The device remains in patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call today is the rep states they got ins out of overdischarge last night over the phone (pt did this at home) and the pt saw por yesterday but was still able to put ins into MRI mode yesterday and it showed full body elig (unk if info or warning por). The pt is now at MRI facility and seeing warning por on pt programmer and is not able to advance to MRI mode. The rep thought they cleared por last night but noted they did not see the indicator to update the 'time' on the programmer. Tss reviewed with pt not to press on/off buttons on insr or pt programmer and pt understood. Tss attempted to have pt try pressing directional buttons when por was seen on screen but the pt could not advance past warning por. Tss advised that the clinician programmer would be needed to clear the por. Caller states that she walked the pt through physician recharge mode yesterday to get ins out of overdischarge for an MRI today. MRI is requested by dr harris in regards to replacing the ins, dr harris wanted a lumbar scan done. The pt noted during the call (pt eventually dropped off the call) that she has had now two overdischarges over the years, see related case as well. Pt did not have dates. Tss asked for event date from rep for most recent overdischarge and caller did not know, only knew pt has not charged in years. Rep reported that the cause of the overdischarge and power on reset was unknown. The pt had not used or charged the device in years. The next steps, if the pt chooses, will be to clear the warning por with the clinician programmer so they can have the MRI. After the MRI, the pt hopes to have the ins replaced to another device model. Pt weight was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller had pt on a conference call and the pt stated that every time she charges it, it just dies away. Pt was asked for an event date and states this has happened for years. The rep later noted the pt hasn't charged in years because of her charging issues. Plan is to replace ins with intellis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.